Manufacturer narrative:
No medwatch form was received. The reported field event of a device reset was confirmed in the laboratory via review of the device image. The cause of the reset was due to a memory access error. The device was tested on the bench and using automated test equipment and was found to be normal. The reset could not be replicated. The cause of the memory access error remains undetermined.

Event description:
It was reported that during dft testing at implant, the device went into bvvi after exposure to multiple external defibrillation due to high dfts. Intermittent telemetry was also observed. The device was replaced.